Event description:
The hcp reported that the patient had a refill of pump previous day and returned to clinic "not feeling well." The patient experienced feeling of being drugged and "buzzed" in addition to nausea, heavy sensation, tingling and flaccidity. The symptoms peaked between midnight and 3 a.m. The day of the refill. She continued to feel poorly at the time of a clinic visit the next day at which time it was established that a pocket fill had occurred with 40 ml of 2000 mcg/ml of compounded baclofen. The pump was refilled and the patient was sent to the emergency room for oberservation. The patient was discharged the following day and has recovered without sequela.